Event description:
It was reported that during an unknown procedure, an error code 5 occurred. The titanium tip of the scalpel was broken after using. The broken part did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Reporter alleged obtaining the results of 345 mg/dl, 149 mg/dl and 245 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.